Manufacturer narrative:
Insulin pump was unable to perform the displacement test due to completely broken off reservoir tube lip and missing reservoir tube o-ring. Insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked lcd window and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 160 mg/dl. The insulin pump had a crack on the reservoir compartment and the ring was broken. The insulin pump will be returned for analysis.